Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, exposure to metal debris, fluid accumulations around the hip, tissue damage and necrosis.